Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer replaced two pinch valves. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 31 patient samples tested with multiple assays on a cobas 8000 e 801 module. All initial values were reported outside of the laboratory. Results for the following assays were affected: the elecsys vitamin b12 immunoassay, the elecsys tsh assay, elecsys ferritin, elecsys shbg, the elecsys free psa immunoassay, the elecsys estradiol assay, and the elecsys hcg + beta test system. No units of measure were provided for these tests. Refer to the attachment for all patient data. The vitamin b12, tsh, ferritin, shbg, free psa, estradiol, and hcg+beta reagent lot numbers and expiration dates were requested, but not provided.